Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the test blade in and powered it on. "No image / signal" message appeared on the screen. They opened the monitor and replaced the pico fuse. They connected the front shell to the back shell and closed the monitor. They connected a test blade to the monitor and powered it on. The image was good. The monitor passed the electrical safety test and the camera image quality test. They are returning the device to the customer.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, gvl-2000, there was no signal. He tried different blades and changed the cord with the same results. The use of an unknown back-up device was reported though no delay in the procedure was noted. No harm to patient or user was reported.